Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a malfunction of the proximal pressure sensor had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer found a third party to repair the flow sensor to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6) hospital. Phone (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a malfunction of the proximal pressure sensor had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Device evaluation and repair are pending.